Event description:
It was reported that the patient presented for a pre-discharge check-up. Upon review, it was noted that the atrial lead was dislodged and exhibited far r-wave oversensing. The dislodgement was confirmed by x-ray imaging. The lead was explanted and replaced as a result. The patient was recovering.